Event description:
The port was placed 1 year ago via the right subclavian vein for chemotherapy. The port was discontinued after 1 month because it would not work except under extreme pressure. At removal, the catheter had broken at the port at the point of the clavicle and embolized. The fragment was retrieved.